Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 233 mg/dl and 133 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported that a paced pt had a cardiac ventricular fibrillation event that was not announced visually of audibly at the central station, before or after the internal defibrillator provided treatment to the pt. The pt was found beside the bed. The pt underwent ablation and has since been discharged from the hospital.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Manufacturer narrative:
Customer's meter (B) (4) and test strip (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those reported by the customer were found in the meter's memory log.